Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 1 patient tested for elecsys ft3 iii (ft3 iii), elecsys tsh assay (tsh) and elecsys ft4 ii assay (ft4 ii) on a cobas 6000 e 601 module. The customer reported the initial results outside of the laboratory and requested an investigation of the sample. The sample from (B)(6) 2018 was submitted for investigation where discrepant results were identified for ft3 iii and ft4 ii between the customer's e601 module, a cobas 8000 e 602 module used at the investigation site and the centaur method. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The customer's e601 module serial number was (B)(4). The e602 module serial number used at the investigation site was (B)(4). The ft4 ii reagent lot number used at the investigation site was 303235 with an expiration date of feb-2019. Calibration and qc data at the investigation site were acceptable. There was not enough sample remaining to complete the investigation. From the information provided, a general reagent issue can be excluded. The investigation was unable to determine a definitive root cause.

Manufacturer narrative:
The patient sample was submitted for investigation. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling.